Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the neutraclear valve broke and fell "literally to pieces" during patient use. There was no patient harm.

Event description:
It was reported that the neutraclear valve broke and "fell literally to pieces" during patient use. Although requested, there was no further details or information provided regarding this event. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the neutraclear connector broke into pieces was confirmed. Visual inspection showed that the connector was received in three pieces. A large vertical crack was observed on the male luer collar and many tool marks were observed on the collar and some on the connector body. A residual red/brown substance resembling blood was observed within the connector. The mating components that were in use at the time of the customer event were not returned for investigation. The root cause of the customer's report was not identified.